Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to inspect and clean the pump, ensuring the cartridge o-ring was in place and undamaged. After following on-screen instructions, the customer successfully completed the load process and resumed insulin delivery. Technical support advised the customer to monitor the system's performance, and no cartridge replacements were necessary.